Manufacturer narrative:
The final device was not evaluated, as the customer rescinded the complaint. B5 has been updated to reflect one fewer event where the device was alleged to have a zoom that stopped suddenly.

Event description:
This report summarizes 4 malfunction events, where it was reported the zoom disengaged during use. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 3 devices were evaluated in the field and the issue was confirmed; 2 devices had worn components and 1 device had a broken/damaged component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the zoom disengaged during use. There was no patient involvement.